Manufacturer narrative:
(B)(4). No sample to be returned as it has been discarded by the customer. The customer will order a replacement latch. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported by the customer that the latch of the air sensor broke. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was confirmed. Per field service representative, a replacement draw latch was sent to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The date that the event occurred is unknown, therefore should have been blank in the previous medwatch submission. Diligence attempts for additional information have been unsuccessful.